Event description:
A report was received that a long straw tunnelling tool was used in surgery (2008) after its expiration date (09/30/2007). The patient is reportedly doing well after the surgery.

Manufacturer narrative:
Patient's weight not available. User installation error: this complaint was a result of surgical error. This is a final report.